Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device fractured during use and the patient retained the foreign body. Attempts have been made and no further information has been made available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, one of the prongs on the tip of the inserter was fractured. The shaft of the inserter also appears to be slightly bent from the photos provided by the complainant. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.